Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has no capture, elevated and high impedance. The lead was programmed off and continues to be monitored. The lead remains in the patient out of service. It was further reported that the patient's device was not registered to the remote monitor service network and the patient's transmission were coming in with no patient information. The patient's device was registered correctly and the remote monitoring service now reports accurate patient information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.